Event description:
It was reported that a leak and thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient had a follow-up transesophageal echocardiogram (tee) procedure. The tee imaging showed that the device had canted and there was a leak. In addition, it was noted that there was a non-mobile thrombus on the device toward the mitral valve. The physician had the patient remain on their anticoagulation medication and will keep them on it until the thrombus resolves. After the clot dissipates, the device may be explanted or possibly coiling of the leak. There were no other issues that were reported to have occurred.